Event description:
As reported by the field clinical specialist (fcs), during implant of a 29mm sapien 3 ultra resilia valve in the aortic position via right transfemoral approach, it's noted there was some resistance while advancing the delivery system with crimped valve through the 16f optima sheath due to a kink in the optima as well as a small puncture from the patient's tortuosity of the right iliac. The delivery system was able to be pulled out of the sheath. There were no patient injuries. The valve was implanted successfully, and the patient was in stable condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the previously reported event. Based on the engineering pre decontamination evaluation of the returned complaint device, no sheath shaft damage was identified; only a puncture on the outer jacket was observed. The 16f esheath optima was received with the introducer fully inserted and locked. Curvature of the sheath shaft was noted and is likely attributable to packaging. One kink was observed approximately 7.25" from the distal tip, and a puncture on the outer jacket was identified at approximately 8.2" from the distal tip. Multiple tents were also noted along the sheath shaft. The distal tip functioned as intended. During flushing, no leakage was observed from the outer jacket puncture. Engineering subsequently peeled back the outer jacket, confirming that the inner membrane remained intact with no punctures. The observed 'hole' in the outer jacket corresponded with the area of inner member tenting. Based on the information available at this time, the findings do not indicate an esheath+ malfunction, use error, or patient injury. Tenting is not considered a device malfunction and is not expected to pose a risk for vascular injury, as it is transient, non mobile, and demonstrates minimal interaction with the vessel. Therefore, this event is no longer considered an FDA reportable malfunction.